Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported the patient was on impella cp support and during support, bleeding was observed at the access site. Steep angle, forward tension suturing, and manual pressure helped control the bleed. A femstop was placed at the site. Support continued. Additionally, the patient had several instances of hypotension and ventricular tachycardia/ventricular fibrillation after the implant. The patient was defibrillated. Furthermore, the patient had pink urine after the implant, creatine continued to rise and continuous renal replacement therapy was started. There was significant acute kidney injury noted. Patient survived.

Manufacturer narrative:
Access site bleeding: the root cause of access site bleeding was most likely use issue since hemostasis was achieved by steep angle and forward tension suturing. Vt/vf: the root cause of the hypotension/ventricular tachycardia/ventricular fibrillation was unable to be determined due to insufficient clinical details. Renal failure: the cause of the renal failure was not determined due to insufficient clinical details. Hemolysis: after reviewing the data logs, sudden spike in motor current and purge pressure was observed along with suction and impella in ventricle alarm. The root cause of hemolysis was most likely incorrect positioning since repositioning impella successfully the following morning resolved the issue. H6 health effect - impact code 4641 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30663.